Event description:
It was reported that the implanted device alerted due to low left ventricular intrinsic amplitude. It was observed that the lv amplitude was highly variable and had decreased significantly since implant, along with the pace impedance (still within normal limits). There was an isolated undersensed lv beat on the presenting electrogram. Technical services recommended further evaluation of lv sensing parameters. The lv lead remains in service and no adverse patient effects were reported.